Event description:
It was reported that during a laparoscopic colectomy procedure, the jaws of device locked on the tissue after firing. The device was eventually removed from the vessel with a result of a blood loss of 300cc. Additional information is not available at this time. Customer will not release device at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Additional information requested and the following was received: the surgeon indicated he pre-loads the device with each clip. He was on his third or fourth clip when it locked on a vessel and his patient ended up losing over 300 cc of blood while he was trying to get this issue under control. The surgeon does not recall how the device was removed. A lot number was not received, a device history review could not be performed.